Event description:
It was reported that prior to use, the device was dropped and will not connect bluetooth. The unit was too wide to fit in charger and the right side was bulging out. There was no patient involved in this event.

Manufacturer narrative:
H3: analysis found that there were chipped lid, a missing outer shroud with a missing main pcba o-ring, an unseated enclosure with protruding fuse o-rings and a stim 2 electrode failure due to defective afe pcba. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.